Event description:
It was reported that the user facility identified a broken cable on the pk dissecting forceps instrument after it was cleaned during central processing. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that the pitch cable was broken at the distal end. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Electrical continuity testing was performed and passed. Additional observation that was not reported by the customer was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and were not axially aligned with the main tube. No other damage was found. Evidence not conclusive, but main tube damage may have been caused by mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.